Event description:
It was reported that the patient developed pocket hematoma and the wound was not healing, it had opened a little. The patient was administered antibiotics. The patient then developed an infection. The whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.